Event description:
It was reported that pump had malfunction alarm with displayed malfunction code that did not follow any notable prior event. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction happened again, which customer acknowledged and understood.